Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 10 mm and a 7 mm neck dia meter located on the v4 segment. The landing zone was 3.35 mm distally and 3.10 mm proximally. It was noted the patient's platelet reactivity units (pru) was 265 and vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. It was reported that as per operator, the device is not opened in spite of trying 2-3 times. The device was removed and fred was used. The pipelinefailed to open in the distal section. When the pipeline failed to open less than 50% had been deployed. The pipeline was not positioned in a bend, and was resheathed less than or equal to 2 times and removed from the micro catheter. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. All devices were prepped as indicated bythe IFU. No patient complications were associated with this event. Ancillary devices include a infinity sheath, cat 5 guide catheter, headway 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. As per the operating physician, the device looked twisted to them.